Manufacturer narrative:
Facility reported that three pts had developed pseudomonas infections four days before the event date, after using a karl storz flexible cystoscope. Our sales rep visited the account on the event date, to discuss their sterilization method/process. They had only one cystoscope available at the time. The scope passed the leak test and is in good condition. The facility also did a wash on the scope's instrument channel for culture, but would not release the scope to us at this time. On 06/05/07 dr reported that all three pts have recovered well. He confirmed the infections were not due to a failure with the scope but were related to re-processing and stated that they have since had ucla sterilization experts come in to review their process. We conferred with epidemiologist nurse, who confirmed that this was not a scope issue but a re-processing issue.